Manufacturer narrative:
(B)(6). The device was returned for analysis. No packaging was sent back with the device. The devices shaft and tip were analyzed for any damage. The catheter shaft showed no damage. Inspection of the remainder of the device revealed no damage or irregularities.

Event description:
It was reported that device sterility was compromised. The target lesion was located at the renal artery. A mach1 guide catheter was selected for use. During unpacking, it was noted that the inner packaging of the device was damaged, and gas was leaking. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that catheter showed no damage.

Manufacturer narrative:
Facility name - (B)(6) hospital. Initial reporter address 1 - (B)(6).

Event description:
It was reported that device sterility was compromised. The target lesion was located at the renal artery. A mach1 guide catheter was selected for use. During unpacking, it was noted that the inner packaging of the device was damaged, and gas was leaking. The procedure was completed with another of the same device. No patient complications were reported.